Event description:
A ventilator was serviced by a field service engineer. The device was not in patient use. During the evaluation of the device by the field service engineer, an issue related to the external flow sensor cable was observed. The external flow sensor cable was replaced to address the issue.